Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site as well as inadequate pain relief. The patient underwent an explant procedure where all device components were removed. The explanted devices were not returned. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/batch: (B)(6).